Manufacturer narrative:
Patient information was not provided. Serial number was not provided by the customer. This information will be provided in a supplemental report if made available. As the serial number was not provided, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6) . This medwatch report is being filed on behalf of livanova (B)(4). Livanova (B)(4) attempted to obtain additional information from the customer regarding patient and device information. However, during follow-up communication with the customer, livanova (B)(4) was informed that no further information will be provided to livanova quality regarding the reported event. It is unknown if the reported infection is related to the use of the heater-cooler device. No further investigation is possible.

Event description:
On march 28, 2017, livanova (B)(4) received a user medwatch report (mw5068455) stating that a patient developed a disseminated mycobacterium chimaera infection following an aorta and mitral valve replacement procedure.